Event description:
The valve was removed due to thrombus that occurred in two of three cusps within two months of implant; however, the valve was not replaced for an add'l 15 months. No other consequence reported regarding the pt.